Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as event onset, the patient was treated with intraperitoneal cefazolin (dose, route, and frequency not reported) and intraperitoneal ceftazidime (1 g daily; duration not reported) for peritonitis. Thirteen days after event onset, the culture results showed no improvement and the ceftazidime was discontinued and the patient was started on intraperitoneal vancomycin (1 g every 48 hours; duration not reported) for peritonitis. Eighteen days after the event onset, the patient was hospitalized due to abdominal pain. Dianeal therapy remained ongoing. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, the patient remained hospitalized, antibiotic therapy remained ongoing, and the patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was not hospitalized for the peritonitis event (it was previously reported the patient had been hospitalized). The patient received daily antibiotic administration at the renal unit. At the time of this report, the patient was recovered from the event of peritonitis and antibiotic therapy was complete. Should additional relevant information become available, a supplemental report will be submitted.